Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of several cracks on the bottom cover on the mobile power unit (mpu) was confirmed. The mpu, serial number (B)(4), was evaluated at the european distribution center (edc) and reported event was confirmed via visual inspection of the returned unit. The bottom cover was replaced. A full functional checkout was performed and the unit passed all tests. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(4) was shipped to the customer on (B)(6) 2016. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mobile power unit (mpu). Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (rev. G) both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) had several cracks on its bottom cover.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. The manufacturer is closing the file on this event.